Event description:
It was reported that the patient had a follow up visit in 2009, at the hospital with no issues. Two days later, while at home the patient entered in vf, capacitor charged to maximum energy:but shock was unsuccessful. Detected with low voltage impedance. A message error appeared possible failure output circuit. Capacitor maintenance charges were made and the patient began pectoral stimulation but capacitors still not charged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received it was found that the outer insulation was abraded and one rv cable was melted at 24 cm from distal tip. Due to the rv cab le being melted, a short could occur between rv cable and svc shock coil resulting in the observed low impedance anomaly.